Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The field service representative (fsr) performed several troubleshooting procedures which included replacement of the bellows. Bellows only (rohs), which resolved in the issue. An instrument service history review revealed no additional erratic or discrepant patient results as related to the current complaint, reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the architect c16000. A review of tracking and trending did not identify any trends for the bellows, bellows only (rohs. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the bellows, bellows only (rohs) or the architect c16000 processing module for serial (B)(4) was identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module for several samples. The following example data was provided (customer¿s reference range: 136 to 145 mmol/l): initial result = 120 mmol/l, repeat = 140 mmol/l. No impact to patient management was reported.